Event description:
Approx one minute prior to end of pt hemodialysis treatment, the patient noticed a separation of the hub and tubing on the fistula set. The attending nurse stopped the pump, removed the needle and returned pt's blood through the arterial port. No intervention was required and no pt injury is reported. MDR is filed for estimated blood loss of 100cc.